Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was in clinical use when the issue occurred. The customer reported that the system indicated that there were no x-rays. The issue had also occurred in tw pr ID (B)(4). To resolve the issue, the fse went onsite with the tw pr ID (B)(4) and determined that the fluoroscopy failed because of the arcing in the x-ray tube. The field service engineer replaced the x-ray tube. After replacement, the system was returned to use in good working order. These codes were updated based on investigation outcome.

Event description:
It was reported to philips that the device would not generate x-ray. No harm to the patient or user was reported. Philips has started an investigation of this complaint.